Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h3, h4, h6 investigation summary the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that cranial-scr plusdrive ø1.6 self-drill l4 has broken at the shaft, near of the screw head and the cruci-form stripped, the broken surface was examined and there was no evidence of a material issue. Both fragments were received for evaluation. A dimensional inspection for the cranial-scr plusdrive ø1.6 self-drill l4 was not performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces during the attempt of implantation. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of thecranial-scr plusdrive ø1.6 self-drill l4 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Dimensional inspection: n/a device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Screw breakage. It was reported that during the surgery, on (B)(6) 2024, when inserting the screw, the screw broke. All the pieces were removed from the patient. Another device was used to complete the surgery. There were no adverse consequences to the patient. Procedure was completed successfully with no surgical delay. This report is for one ti low profile neuro screw self-drilling 4mm this is report 1 of 1 for (B)(4).